Event description:
Bd powerport (implantable port) was placed into patient in (B)(6)2014. Patient had follow up imaging of the chest for disease monitoring and surveillance when it was noted that the port catheter was fracture and there was free-floating catheter in the patients vena cava, right atrium and right ventricle of the heart. These fundings prompted a procedure with the interventional radiology department to retrieve the catheter and remove the remaining portions of the port. Without prompt removal from the heart more serious events could have occurred, including but not limited to, catheter embolization to the lungs, cardiac arrhythmia, embolic phenomena and death.